Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 147975 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that erroneous results occurred during use with a bd vacutainer® urine collection cups. The following information was provided by the initial reporter, "they use our urine collection cup and are experiencing an increase in red blood cells on uf." 400 occurrences were reported.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred during use with a bd vacutainer® urine collection cups. The following information was provided by the initial reporter, "they use our urine collection cup and are experiencing an increase in red blood cells on uf." 400 occurrences were reported.